Manufacturer narrative:
This is one of five manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2020-15334, 2015691-2020-15336, 2015691-2020-15337, 2015691-2020-15338 per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the stroke could not be determined with the limited information provided by the authors. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The dates of the events are unknown. The first day of the first month of the range used as the occurrence date, (B)(6) 2015. Article reference: eftychiou, christos, nicolaos eteocleous, ioannis zittis, krikor simamonian, antonis ioannou, pantelitsa loukaidou, aliki ntaka et al. "Outcomes of transfemoral transcatheter aortic valve implantation (tavi) and predictors of thirty-day major adverse cardiovascular events (mace) and one-year mortality." Hellenic journal of cardiology (2020). The investigation is ongoing.

Event description:
As reported by our affiliates in cyprus, per the article ¿outcomes of transfemoral transcatheter aortic valve implantation (tavi) and predictors of thirty-day major adverse cardiovascular events (mace) and one-year mortality¿, data of 178 patients who received a sapien 3 valve at a single center from january 2015 to march 2020 were reviewed. During the study period, 3 patient had strokes.